Event description:
It was reported the pt (B)(6) is experiencing stimulation in the legs despite having turned off his therapy. This issue was initially reported in MFR report # 1627487-2012-00122. The alleged sensation is not as strong as the paresthesia felt when therapy is in use and does not occur with the same regularity as it has in the past. In addition, the pt reports itching in the face but claims this problem has improved somewhat since its initial observance. In an effort to resolve these issues, surgical intervention will be undertaken at a later date to replace the pt's current lead with a percutaneous model.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.